Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the clip appeared to be scissored and severed vessel. "The surgeon cauterized the vessel and tried to occlude the rest of the tissue to ensure that vessel didn't bleed. There was no bleeding of 250cc's or more. Operative time was not extended more than thirty minutes.